Manufacturer narrative:
H3, h6: a software analysis was initiated. However, not a software issue. Complaint data analysis found the event is due to a user workflow issue as per complaint data. Tested on both sides of the imaging system. Verified that everything was accurate. Software functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to the site to test the imaging system and tested all instruments and reference frames with the imaging system on both sides. Verified that everything was accurate and could not replicate the issue. A system checkout was performed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that during an l5-s1 percutaneous case, upon performing an imaging system spin, an alleged inaccuracy was immediately observed. The regional capital sales representative reported that the surgeon had inserted a spinal needle through the spinous process and attempted to place the probe on the needle. However, the probe was allegedly inaccurate and appeared extremely lateral. The regional capital sales representative reported that the another imaging system was then brought in to complete the remainder of the case. It occurred intra operatively and patient was present at time of event. No reported impact to the patient.